Manufacturer narrative:
(B) (4).

Event description:
See also MFR reports 3004209178200904879, 3004209178200904881. The pt experienced a loss of therapeutic effect and a burning sensation at the ins site when the device was on. There was no known related accident or incident. Impedance values were as follows: 0, 1=1388; 0, 2>2,000; 0, 3>2,000; c, 0 = 1502; c, 1 = 811; c, 2 = 1185; c, 3 = 1297. It was unclear which device(s) were related to the event. Further info is being requested from the hcp.